Event description:
Follow up reported the patient did not have concerns with their device or therapy. No further information was reported.

Manufacturer narrative:
Product ID 3998, lot# v041066, implanted: (B)(6) 2007, product type lead product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
A loss of therapy and a subsequent implant replacement was reported. In (B)(6) 2012, a loss of therapeutic effect at the lead location was stated. The patient described stimulation to be not "as strong as it used to be." There was no known accident or incident related to the complaint. It was stated an icon indicating low battery was seen on the patient programmer, no "call hcp-eri" screen was present though. Five months later, therapy was reported to have stopped working, so "the ins and for sure one lead were replaced." The reporter said the battery was checked and "it was not dead." Additional information has been requested, a follow-up report will be sent if additional information becomes available.